Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during an attempted replacement implant of an unknown manufacturer's annuloplasty band, this bio prosthetic annuloplasty band was implanted. Pre-existing severe mitral regurgitation and atrial fibrillation (afib) continued following implant of this band. The physician decided to explant the band and implant another manufacturer's mechanical valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The failed repair was likely due to the patient¿s pre-existing conditions, as pre-existing severe mitral regurgitation and atrial fibrillation (afib) continued following the implant of this band. No conclusion can be made to the reported fibrous valve material, myxoid degeneration, and a grey or tan colored membrane that was found on the explanted device. The product specimen was not available for evaluation. Correction: the manufacturer received date was initially reported as (B)(6) 2015 and has been corrected to (B)(6) 2015.

Manufacturer narrative:
Additional information indicated that the patient recovered well post-operative. It was reported that fibrous valve material, myxoid degeneration, and a grey or tan colored membrane was found on the explanted device. The product specimen is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.